Event description:
Customer stated that she is having problems with sensors. Her husband felt her and she was cold. The blood glucose reading was below 20 mg/dl. She was treated with sugar water. Husband checked the blood glucose and she was up to 57 mg/dl. Customer had bolused the previous night 6 units for food that was eaten; she thinks that she was given too much insulin. Customer wanted to know why the insulin pump did not shut off. The current blood glucose reading is 105 mg/dl. Customer has been low three times in the past year. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.